Event description:
Literature was reviewed regarding an extravascular implantable cardioverter defibrillator (ev-ICD) lead dislodgement. The authors de scribed a patient who underwent the implant of an ev-ICD system. Approximately three years later, the patient's worsening cardiomyopathy required the implant of a ventricular assist device (vad). Following the implant, a postoperative chest x-ray revealed dislodgement of the ev lead into the epigastric region. The ev system was explanted and replaced with a transvenous ICD system. No adverse p atient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: when two lifesaving devices collide: ev-ICD lead dislodgement after lvad implantation. Heart rhythm. 2025. 22(4), s177-s178. Po-01-118. Doi: 10.1016/j.hrthm.2025.03.377 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.